Manufacturer narrative:
(B)(4). D-10: oxf twin-peg cmntd fem lg PMA, item#, 161470 lot# 295290. Oxf anat brg lt lg size 4 PMA, item# 159555, lot# 335430. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to loosening of unicompartmental components three and a half years post implantation. No further information has been provided.